Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 13 mmol/l, 6 mmol/l, and 9 mmol/l. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.